Event description:
Caller reported damage to tandem charging cable and needed to hold the cable in place to charge the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support sent the customer a replacement charging cable.